Manufacturer narrative:
Lot number: note: 2 lots numbers (04716i000 and 02417a000) were in use by the customer during this time. It is unknown which lot generated each result. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed both falsely elevated and falsely decreased parathyroid hormone (ipth) results while using the architect ipth assay. The customer provided data for 3 patients as follows (customer provided patient normal range (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Lot number: note: 2 lots numbers (04716i000 and 02417a000) were in use by the customer during this time. It is unknown which lot generated each result. Expiration dates: 04716i000 2018-04-13, 02417a000 2018-06-22, manufacture dates: 04716i000 2016-11, 02417a000 2017-03. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a design history record (DHR) review, a literature review, and a review of labeling. The trend review and lot search did not identify increased complaint activity for falsely elevated results. A historical performance review of reagent lots 02417a000 and 04716i000 were evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median results for lots 02417a000 and 04716i000 are within the established control limits. Therefore, no unusual reagent lot performance was identified for lots 02417a000 and 04716i000. Based on these reviews no unusual performance issues were identified. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, the correlation between all six of the assays was good. Labeling was reviewed and found to be adequate. Based on the results of this investigation no product deficiency was identified for the architect ipth assay, ln 08k25-25, lot numbers 02417a000 and 04716i000.